Manufacturer narrative:
Initial reporter phone#: (B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 20 g x 1.16 in. Leaked contrast when the prn separated from adapter during infusion. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: no photo or sample was received for investigation. A DHR was completed with no issues. No abnormality found in the incoming material or the assembly and packaging process. Investigation conclusion: this defect may occur in a high-pressure environment. However, the IFU mentioned that the product may be broken or leak in the high-pressure injection environment, which the procedure of injection hasn¿t been mentioned in the return information. Root cause description: suzhou plant cannot finalize the root cause and its direct relation with the plant.